Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After flushing, the ivus catheters image sensor was damaged. As a result, the procedure was not completed and was rescheduled. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly, a broken drive shaft and imaging core windup within the telescope section of the device. Imaging core windup began 51.80 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly, a broken drive shaft and imaging core windup within the telescope section of the device. Imaging core windup began 51.80 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After flushing, the ivus catheters image sensor was damaged. As a result, the procedure was not completed and was rescheduled. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After flushing, the ivus catheters image sensor was damaged. As a result, the procedure was not completed and was rescheduled. No patient complications were reported.